Manufacturer narrative:
Device manufacture date from 09/28/2015 to 10/14/2015.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported the sensor suddenly was unable to obtain readings, and the sensor repeats pulse search. No consequences or impact to patient were reported.